Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Visual inspection noted some slight arcing and melting of the right ventricular ring feed thru wire at the right ventricular ring junction point on the device feed thru. The right ventricular ring feed thru wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room with a high heart rate, pain and syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and oversensing of noise was seen on the electrogram. The device was temporarily programmed to monitor only when the field representative discussed a course of action with the emergency room physician. A lead fracture was suspected. Subsequently a revision procedure was performed by another manufacturer's field representative. The boston scientific field representative was informed by a nurse who attended the procedure that the header was disengaged from the device. It was indicated that a fracture was not seen on fluoroscopy. The device was explanted and the rv lead was surgically abandoned. The field representative also noted that the patient is a boxer and the nurse stated the device was difficult to explant due to the patient's muscular build. No additional adverse patient effects were reported.